Event description:
Boston scientific received information that during the implant of this cardiac resynchronization therapy defibrillator (crt-d), while closing the pocket, intermittent loss of left ventricular (lv) lead capture was observed. The device was interrogated and was found to be in safety core. Boston scientific technical services (ts) discussed that a new device would need to be implanted. This device was explanted and will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was confirmed to be in safety mode. Review of stored memory verified that the device experienced three system resets during the time of electrocautery use, which caused the device to go into safety mode. Of note, cognis/teligen devices have been specifically designed such that if three system resets occur within approximately 48 hours, a device will enter safety mode. The behavior of this device is consistent with devices that have reverted to safety mode due to electrocautery.

Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.

Event description:
The device was returned for analysis.